Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the final investigation results. A device evaluation was performed and the customer's allegation was partially confirmed. The evaluation found scratch on cable unit that caused water tightness loss. The customer's allegation of no image was unable to be reproduced, but it is likely the malfunction was caused by loss of water tightness due to a scratched cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the malfunction is likely cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the device had an "image defect and cable was damaged." This occurred during an unspecified procedure. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the device had an "image defect and cable was damaged." This occurred during an unspecified procedure. There was no patient impact, no harm reported due to the event.